Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic for a procedure on (B)(6) 2021. During implant procedure, the right ventricular lead had high pacing impedance, even after repositioning. The lead was extracted and replaced to restore normal parameters. Post-procedure the patient was stable.